Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed low exhaled volume (ve) and the turbine generates burning smell and seemed got stuck. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to confirmed and duplicate the reported issue. Investigation revealed the turbine interface pcb (power circuit board analog) p/n: 29415-001 s/n: (B)(6) rev a has become corrupted and is failing. This is considered a known issue addressed with CAPA ca-2015-0401 and eco 100818 eeprom (electrically erasable programmable read only memory) failed.